Event description:
Dale medical received the following complaint in 2009. A pt was sleeping in her own crib and the mother heard her cry. She went into her room and found the trach tube at one end of the crib and ms at the other end. Mom grabbed the trach to re-insert it but was unsuccessful. She then inserted a suction catheter in the child's airway and called 911. Ms was coded and brought to picu. Ms stayed at the hospital for a couple of days then was discharged (doing well).

Manufacturer narrative:
When the nurse questioned mom about the experience, she explained that ms has a doll that she takes to bed with her. The velcro tie was not all the way secured to the collar, with the pointed and sticking up. The doll caught on the velcro end of the trach tie and the tie was pulled away from the holder. Due to the nature of this velcro type material, the fastener tie could very easily adhere to a doll and become dislodged from the tube holder. The tie sticking up at the end could be possibly due to manipulation, excessive wear or improper application. The tracheostomy tube holder device was returned and examined at dale medical and it appeared that it had been washed (possibly bleached) and reused multiple times. The device blue color and duck pattern were almost completely faded and the edges were curled up which also indicates excessive wear. The dale 242 pd labeling cautions the user: change the holder daily or more frequently as required. Change after pt bathing. Disposable. Do not wash. (In bold text).